Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s scs system was causing uncomfortable stimulation. Reportedly, the patient fell on the ipg and the stimulation became uncomfortable following the fall. The patient went to the ER due to the issue. The hcp turned the patient's scs system stimulation off. Follow up identified a company representative spoke with the patient and advised the patient to turn the system's stimulation amplitude down. The patient stated the system's stimulation therapy was helping control his pain.